Event description:
Breast implants allergan natrelle inspira srx. Soon after implantation started having: severe anxiety/depression, joint pain, muscle weakness, severe fatigue, dry skin, insomnia, easy bruising, shortness of breath, weight gain, night sweats, breast lactation, muscle twitching, throat clearing, cough, difficulty swallowing, choking feeling, brain fog, low libido, ringing in the ears, sensitive to sunlight, numbness in the arms and legs, decline in vision.